Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Customer notified bd that the tube was filled correctly and was in specification, therefore, this is not considered to be a reportable malfunction.

Event description:
It has been reported that during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter: we have been experiencing that the blue citrate tube 2.7 ml draws too much blood, filling the tube all the way up to the cap. During use.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter: we have been experiencing that the blue citrate tube 2.7 ml draws too much blood, filling the tube all the way up to the cap during use.